Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip applier did not form the clips properly at the cystic duct (the clips had a crossed shape). The doctor reported that the tissue was too thick due to inflammation of the chole. Procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed twelve scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.